Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not fully power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was resetting. The cause for the monitor resets was isolated to an intermittent bga connector on the digital signal processor (dsp) u500. The root cause for the intermittent bga connection could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective monitor. The patient received a replacement monitor.